Event description:
During a fistula repair the equipment and ruptured proximal to where the adhesive was to be administered. Unsure if there was an issue with the catheter or the adhesive that caused the issue.